Event description:
Information was received that the cuff of a smiths medical tracheostomy tube is inflating unevenly, resulting in a leak.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent cuff symmetry testing, resulting in a percentage of 47.44 percent. This is above the required minimum of 33.3 percent, confirming the device was functioning within specification. The device also underwent leak testing by inflating the cuff and submerging it under water. No leakage was noted as a result. The balloon was squeezed and the airway line was moved back and forth, no leakage was detected. Then the unit was filled with 5cc of water in order to detec any leak. No leaks were detected during the test. The reported customer complaint was unable to be confirmed.

Event description:
Additional information was received stating the balloon was misshaped when removed from the patient, and that no medical intervention was required.